Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular rate/sense channel a few days post implant. Boston scientific technical services (ts) reviewed the strips and discussed the oversensing appeared to be due to air entrapment in the device header. No troubleshooting was discussed as the oversensing had resolved on its own. No adverse patient effects were reported.